Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer reported that there was an insulin flow blocked alarm on the insulin pump during therapy. No harm requiring medical intervention was reported. Troubleshooting was performed and excessive insulin flow-blocked alarms were found. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Case type = ngp. On 08-dec-2022, the customer alleged cannot upload data to carelink and no delivery/insulin flow block alarm. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Thump software was utilized and downloaded trace and history files properly. Pump successfully utilize carelink and uploaded the pump's data. In further full review, no delivery alarm in the pump history was found on 08-dec-2022 and a week prior on: 12/01/2022 01:37:11.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 12/04/2022 21:02:03.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 12/07/2022 17:05:41.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 12/08/2022 01:59:45.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 12/08/2022 13:50:05.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. 12/08/2022 19:59:15.000 alarmalertnotification faultnumber: nodelivery (7) - during bolus. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found no physical component or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, or motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay in summary, pump passed required testing. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. Unable to upload data to carelink was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.